Manufacturer narrative:
The impella device was not received from the customer and thereforean evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 79-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient had an impella 5.5 implant and low pump flow was observed after the implant. After the implant, the staff were unable to maintain flows. The staff wanted to escalate to extracorporeal membrane oxygenation, but the doctor declined. The patient expired on the table after 0.33 hours of support. There is not enough information to associate the use of device with the patient's outcome.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Product was not returned for investigation. Data logs were not returned as well. Therefore, the root cause of the low pump flow issue was not determined since product was not returned and insufficient clinical information was provided.